Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain. Update rec'd (B)(4) 2014 - pfs and medical records received. This complaint is for the left hip. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Update rec'd (B)(4) 2015 - sales rep reported revision surgery. Patient was revised. The information received does not change the MDR decision. Update rec¿d (B)(4) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. Update (B)(4) 2015 - pfs and medical records received. Pfs now alleges discomfort and high metal ions. After review of the medical records for MDR reportability, lab results from (B)(6) 2013 indicate the cobalt level was 9.7 mcg/l. The stem is now being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Added: (patient,device).

Event description:
Ppf alleges loosening of stem, metal wear and metallosis. Added law firm.